Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's mother reported that her son was hospitalized in the intensive care unit with blood glucose reading over 600 mg/dl and he was diagnosed with diabetic ketoacidosis. He felt weak, in pain and was having stomach cramps. At the hospital, he was placed on a intravenous therapy of insulin and fluids for dehydration. He was vomiting and the lining in his abdomen was torn (gastro-intestinal bleed). He stayed in the ICU for 5 days and 4 nights before being released.